Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported, ¿in (B)(4): the doctor revised a stem, head and sleeve yesterday due to a calcar fracture. The original surgery was (B)(6) 2019. He upsized to a larger accolade ii stem and used dall-miles cables. Robot #118 was used in the original surgery.¿ product evaluation and results: not performed as case session data was not provided. No medical records were received for review with a clinical consultant. Product history review review of the device history records associated with rio 118 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tha software - other (periprosthetic fracture) conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software - other (periprosthetic fracture) h3 other text : device not returned.

Event description:
This pi is for the robot used in the primary surgery. As reported in (B)(6) : dr. (B)(6) revised a stem,head and sleeve yesterday due to a calcar fracture. The original surgery was (B)(6)2019 . He upsized to a larger accolade ii stem and used dall-miles cables. Robot #118 was used in the original surgery.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary surgery. As reported in pi (B)(4): dr. (B)(6) revised a stem,head and sleeve yesterday due to a calcar fracture. The original surgery was (B)(6) 2019. He upsized to a larger accolade ii stem and used dall-miles cables. Robot #118 was used in the original surgery.